Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of the tube hasn't completely sealed around the coil on one side". In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery. At the time of the report, the ectopic pregnancy with contraceptive device and vulvovaginal mycotic infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and vulvovaginal mycotic infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "ectopic pregnancy with contraceptive device and device ineffective". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of the tube hasn't completely sealed around the coil on one side". In (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal mycotic infection ("yeast infection"). The patient was treated with surgery. At the time of the report, the ectopic pregnancy with contraceptive device and vulvovaginal mycotic infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and vulvovaginal mycotic infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: "ectopic pregnancy with contraceptive device and device ineffective". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Events "ectopic pregnancy with contraceptive device and device ineffective" were added. Essure insertion date was updated. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.